Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly the pump was making a static sound for alerts and alarms. Customer's blood glucose was 140 mg/dl. Tandem technical support attempted multiple follow ups with customer and was unable to do so.